Event description:
I began noticing physical changes in late 2005 with biodimensional style 153 silicone breast implants. My right breast had shifted lower and towards my armpit as well as become smaller. My left breast was hard, higher, and causing discomfort. These implants were surgically placed 2005 to replace implants surgically placed in 2003. I had a MRI and ultrasound spring of 2006. The reports include statements such as "septations of both implants attributable to capsules rupture or infolding." I have been in contact with my internist, oncologist, and plastic surgeons. I currently use delta balancers size 3 (left) and 7 (right) in order to make my clothes fit. I am now experiencing the following symptoms as well as the outward appearance deformities: extreme fatigue, joint pain / burning, memory loss - disorientation at times of fatigue, sensitivity to light, swelling, burning and pain in my right arm, right arm infection treated with 750 mg levaquin, persistent sore throats, headaches, and fever.